Event description:
It was reported that the programmer does turn on and lights are displayed and the printer on, however the company logo is displayed and then the screen goes black. It does not interrogate nor print, though the programmer is on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).